Event description:
Medtronic received a report that onyx 34 was difficult to view under fluoroscopy. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed a successful case. It was reported that over the past 6 months, multiple physicians that cover 2 hospitals expressed difficulty in viewing onyx 34 under fluoroscopy. Multiple products with differing lot numbers in different procedure rooms were used. The physicians experienced varying degrees of visibility difficulty, in both the beginning and throughout the cases. These operators are very experienced with onyx. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or c omplicationswere associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was determined to be insufficient shaking of the onyx solution by the staff between removal from the shaker and injection into the patient. The anatomical location of the avm was the mca. There was no onyx reflux observed. The dead space of the delivery catheter was filled with dmso. No surgical or medicinal intervention was required.